Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty, patient effect and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The patient effect of tissue injury is listed in the proglide instructions for use as potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two proglide devices were successfully placed. The sheath size remained 14f and the tavi procedure was completed. Reportedly post procedure, one of the proglide sutures came out of the artery with the knot intact and with a piece of intima when lowering the knot. Surgery was performed to treat the vessel damage and to achieve hemostasis. Angiography confirmed hemostasis was achieved. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.